Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The plunger was depressed more than once. It should be noted that the perclose proglide instructions for use (IFU) states: do not use excessive force or repeatedly push the plunger assembly. It is unknown if the IFU deviation contributed to the reported complaint. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The device was initially reported as returning, but has now been reported as not returning because it was discarded at the account.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was achieved using a proglide device with a 5f sheath prior to a thoracic endovascular aneurysm repair (tevar) procedure. Reportedly, when the second proglide device was attempted, the plunger popped back when the plunger was being pushed in. The physician pressed the plunger in again; there was no suture with plunger removal. A prostyle suture was preplaced. The sheath was upsized to 22f and the tevar procedure was completed. Hemostasis was achieved with the pre-placed sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.